Manufacturer narrative:
(B)(4). This report has not been confirmed as no samples were available, therefore, baxter could not determine the root cause. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review was performed and found labeling to be adequate for the use error identified in this complaint. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
Baxter (B)(4) reported that a patient's minicap fell off at home. The minicap fell down; the patient picked it up from the ground and put it back on his catheter. When he returned to the hospital, the nurse let the minicap fall down, however, changed the minicap. The physician prescribed preventive antibiotics and the patient did not present with infection. Reportedly, on (B)(6) 2011, baxter was notified that the patient experienced an infection linked to the lost minicap. According to the doctor, the dialysis solution is not the cause of the infection. The catheter was connected and the cap has been changed. The patient was not yet trained on peritoneal dialysis practices. The patient underwent a preventive antibiotherapy with cefazoline for 15 days. The patient had recovered. The patient was not trained adequately on peritoneal dialysis therapy. The reporter stated that the minicap must be strongly tightened to not fall off. No further information is available.